Manufacturer narrative:
No device has been returned.

Event description:
It was reported that after a da vinci-assisted surgical procedure, it was noticed that the sheath was damaged when taking off the fenestrated bipolar instrument, the black plastic was destroyed and there were bits of black plastic in the access kit. It must have been rubbing against another instrument but there was only one instrument sheath damaged. It was reported a fragment fell into the patient, and it was unknown if it was retrieved.